Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing neck pain and headaches. It was also noted that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.